Event description:
The customer reported the loss of the live fluoroscopic x-ray image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connection was evaluated and a pin repaired. The system was tested and found to be working as intended and returned to service.